Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2011, inratio: 6.3, reference: 8.5, mean: 7.4, confidence limits: na. The mean is >5.0 and the difference is 2.2. These results are considered inaccurate within the context of the documented variability for inr testing. Add'l investigation is required. Inr results exceeding 5.0 generally have reduced trueness, precision and linearity, both in point of care and lab based pt testing. Previous investigation of strip lot 237433 from a previous case met accuracy criteria. No further investigation is required. Strip investigation was performed on lot 243934. Greater than +/- 1.0 bias is obtained on returned unit. Two more donors will be tested to eliminate the possibility that the failure is due to donor specific effect. Add'l investigations are performed on (B)(4) 2011: the allowable difference between the inratio inr's and sysmex inr's are calculated. At least two out of three replicates for both samples for strip lot 243934 are within the allowable bias. No discrepant results are produced on returned and in-house meters. These meet the above criteria, and then no further action is required. Comparison inr results exceeding 5.0 generally have reduced trueness, precision and linearity, both in point of care and lab based pt testing. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product was expected to be returned. Retain strip test result comparison met accuracy criteria. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4), no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011, inratio: 6.3, lab: 8.5. Results done within minutes of each other. Pt's target therapeutic range is 2.0-3.0.